Manufacturer narrative:
1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient's programmer also reflected a communication error. The patient stated she had not recharged or used her ipg in approximately 2 months. Reprogramming and troubleshooting was unable to resolve the issue. The patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention where her scs system was explanted and replaced with a drg system. Reportedly, effective stimulation was achieved postoperative.